Manufacturer narrative:
H4: device manufacture date: 06/10/22 to 06/22/22. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reported that they experienced bacterial peritonitis while using minicaps. According to the reporter, ¿they did not note anything with the seals of the minicaps but must have had air that got to them¿; however, the cause remains unknown. The patient presented to the pd clinic with stomach pain and cloudy effluent. The patient was treated with vancomycin (every five days) for the event. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
H9: correction/removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.